Manufacturer narrative:
Complete initial reporter name - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a sensor failure alarm. There was no external kinking noted. The customer attempted to reseat the plug into the fiber optic module but the alarm continued. The customer proceeded to use a transducer on the fluid lumen to obtain the arterial image. There was no reported injury to the patient.